Event description:
It was reported that, dr. (B)(6) revised a omnifit microstructured stem with bipolar head on it to a depuy cup and a longer 28 mm head.

Manufacturer narrative:
The following other hip devices were also listed in this report: morse taper 26mm head, cat# unk, lot# unk. Omnifit microstructured stem, cat # unk, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add¿l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.